Event description:
In 2006, the patient had the primary surgery (posterior fusion on oc-th2, bone graft on oc-c2, laminoplasty on c3-c7, 3 plate screws each side). The patient visited the hospital for 1 year follow up, and it was found that the plate was broken at the level of most caudal hole of both sides. The fracture line of the plate is at 3 o'clock to 9 o'clock. The surgeon assumes that the plate broke due to the fact that the bone fusion was poor since the patient has ra mutilans and the bone quality was not good. No revision is scheduled at this moment.

Manufacturer narrative:
The device is unavailable for evaluation, additional information has been requested, and if received will be supplied on a supplemental.